Manufacturer narrative:
As reported, the needle of the 120cm outback elite re-entry catheter can no longer be retracted. During fall analysis, a separation of the cannula was noted. The separation condition is located at 129.5 cm from the proximal end of the unit. There was no reported patient injury. The device will not be returned for analysis. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. During the visual inspection, a kinked/bent condition was observed on the distal tip. The cannula of the device was fully deployed. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. During functional analysis, the handle slide was actuated to retract the needle cannula back, but it did not retract as expected. The slide functionally was tested, actuating it back and forward, and no anomalies were observed. However, the needle cannula remained deployed. The returned device was analyzed using an x ray machine focusing where the shaft is curved. The resulting image shows a separation of the cannula. The separated condition is located at 129.5 cm from the proximal end of the unit. Sem results showed that the separated area of the cannula of the outback elite 120 cm re-entry unit presented evidence of ductile dimples on the cannula¿s metal shaft material. Also, adhesive residues were observed on the cannula. The ductile dimples found on the cannula¿s shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the cannula material¿s yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17931540 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty-unable to¿ was confirmed through analysis of the returned the device. Additionally, the ¿cannula wire port/guidewire lumen separated¿ condition was noted during analysis. However, the exact cause of this condition could not be conclusively determined. Based on the limited information available for review, procedural/handling factors may have contributed to the separated cannula needle wire and the subsequent inability to retract the cannula/needle as evidenced by the ductile dimples in the area of separation. The ductile dimples are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula needle wire material was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. Additionally, adhesive residue was confirmed at the separated area. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be accepted. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Phone number: (B)(6). The products were not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the needle of the 120cm outback elite re-entry catheter can no longer be retracted. There was no reported patient injury. The device will not be returned for analysis.